Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that the fred was used as treatment for an internal carotid artery (ica) aneurysm. The fred was deployed in the ica from the m1 to the c2 segment without incident. Subsequent angiography revealed a slight thrombus attached to the distal stent and ozagrel was administered to the patient. Resolution of the thrombus was confirmed by angiography and the procedure was successfully completed. The patient remained asymptomatic and there was no reported sequelae.